Event description:
A malfunction on a pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The malfunction code was resettable, and the caller was assisted by technical support in resetting the pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if the malfunction reappeared, which the caller acknowledged and understood.